Manufacturer narrative:
Device evaluation indicated that the ipg passed the visual, electrical, performance and photographic imaging tests performed. The complaint was confirmed. The ipg exhibited premature battery depletion. Battery depletion and sleep-current rates of the device were exceeding the expected ranges. With active stimulation, the battery would be exhausted at a much faster rate. The source of the fast battery depletion was resulted from the affected analog integrated circuit which was characterized by excessive sleep current and low impedance. The patient's profile indicated that the anomaly started recently in accordance with the prior lead revision. Exposing the device to high electromagnetic or voltage transient could cause this type of failure. The root cause of the damage was unknown.

Event description:
A report was received that the patient's ipg was not holding a charge. The patient had a recent revision wherein electrocautery was used. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The physician suspected device malfunction. The patient underwent an ipg replacement procedure and was doing well post-operatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001).

Event description:
A report was received that the patient's ipg was not holding a charge. The patient had a recent revision wherein electrocautery was used. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The physician suspected device malfunction. The patient underwent an ipg replacement procedure and was doing well post-operatively. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician's implant manual 9055940-001).